Event description:
Caller states the patient tested 3.8 inr on the coaguchek xs system and 5.7 inr on a comparison lab. Coumadin was adjusted, however no information provided on which reading this decision was based. No adverse event reported. Requested return of suspect system and replacement was sent.